Event description:
Pt had mastectomy and tran/flap 9/10/47. Scd sleeves and stockings were worn intra-op and post-up. The evening of 9-12 nurse discovered comportment pressure syndrome in both legs and an emergency fasciotomy was performed.